Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. There were no holes noted in the seal plugs. The device passed the pin gauge measurements. The device passed mechanical and electrical testing. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited ventricular tachycardia (vt) storm and episodes that were treated successfully appropriately. Noise was observed on both atrial and ventricular channels. All measurements were stable and within range. This device remains in service. Additional information received indicated that there was oversensing noted. Boston scientific representative stated that electromagnetic interference (emi) was not suspected. Noise was able to be reproduced via isometrics. No adverse patient effects were observed. Additional information received indicated that this device was explanted and as the device was reaching elective replacement indicator (eri) so they physician opted to explant, and a new device was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited ventricular tachycardia (vt) storm and episodes that were treated successfully appropriately. Noise was observed on both atrial and ventricular channels. All measurements were stable and within range. This device remains in service. Additional information received indicated that there was oversensing noted. Boston scientific representative stated that electromagnetic interference (emi) was not suspected. Noise was able to be reproduced via isometrics. No adverse patient effects were observed.